Manufacturer narrative:
While no injury was reported, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the second device. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that two protaper files broke during use. The broken pieces could not be retrieved. No injury was reported.

Manufacturer narrative:
Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused s1 or f1 file is available for evaluation. Nothing unusual to report was found during DHR review. Root causes are not identified. We will track this kind of event and monitor the trend.